Event description:
Curad bandage manufactured in such a way as to minimize the odds of maintaining the sterility of the product when it is applied. Application tabs off set from normal position, attempts to remove tabs in normal manner result in unintended preapplication contact with sterile pad.